Event description:
Reporter alleged obtaining discrepant blood glucose results of 204 mg/dl back to back with a result of 24 mg/dl when testing was performed within 4 minutes of each other on the compact system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.